Event description:
It was reported that the tubing leaked while infusing on a pump to a patient. There was no harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked at the maxzero valve was confirmed. Functional and pressure testing was performed. Close observation observed fluid leaking from the engagement between the syringe and set's maxzero valve component. Further visual inspection under magnification of the valve top observed a microchannel/scratch within the interior diameter of the valve. The cause of the leak was a microchannel/scratch within the interior diameter of the set's maxzero valve component. The root cause of the microchannel which creates a fluid path is a manufacturing issue.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics not provided.

Event description:
It was reported that a maxzero leaked.